Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a laser assisted flap procedure, the left part of the patient's eye at four o¿clock appeared like a white bubble. The flap was not ¿catted¿ in this part. It looked like an irregular elevated island. The doctor managed to open the flap but it was not easy to lift as it was not ¿catted¿. The procedure was completed. There are multiple related reports for this facility. This report addresses the patient om's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on the assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).